Event description:
Covidien/ gi solutions received a call from a patient who reported having undergone radiofrequency ablation (rfa) with the (B)(4) ablation catheter on (B)(6) 2011. The patient reports that on (B)(6) 2011, he went to the hospital for chest pain. Cardiac work-up demonstrated evidence of a previously undiagnosed myocardial infarction and compromised cardiac function. Half-way through the patient's hospital stay, the patient tried but was unable to swallow a bite of meatloaf that lodged in his esophagus. This prompted an endoscopy and a stricture was found. The patient's symptoms (difficulty swallowing) worsened during the hospital stay and he was ultimately discharged with a percutaneous endoscopic gastrostomy. The patient reported having since undergone multiple dilation procedures for the stricture. No further information was provided.

Manufacturer narrative:
This event was reported to us by the patient. No samples were returned for investigation. Should we obtain additional information pertinent to this event, a follow-up report will be submitted. (B)(4).